Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led585 lighting system and confirmed that the cover had detached. The user facility discarded the damaged light cover prior to the technician's arrival. Based on the technician's inspection of where the cover had detached, the reported event is indicative of facility personnel bumping the lighting system into other pieces of equipment. The technician replaced the light head cover, tested the lighting system, confirmed it to be operating according to specification and returned it to service. The harmony led585 surgical light operator manual states (rev e) 10043127 "do not bump light heads into walls or other equipment. Always use handles or gripping surface when positioning light head during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the proper use and operation of the harmonyled585 surgical light, specifically the importance of not bumping the lighting system into other pieces of equipment. No additional issues have been reported.

Event description:
The user facility reported that the cover to their harmony led585 surgical light detached and fell near the sterile field during a patient procedure. No report of injury or procedure delay.